Manufacturer narrative:
(B)(4). Uf/importer report# (B)(4). The sample was not returned for evaluation; therefore, a sample was taken from current production at the manufacturing facility. A visual exam was performed and no defects were observed. The cuff was inflated to 25mbar using a calibrated endotest. The cuff was able to maintain pressure. The representative sample was then immersed into the water. No bubbles were observed flowing out from the cuff of the production device during the test. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Medwatch complaint received: anesthesia noted that the cuff on the et tube used was not holding pressure. The anesthesiologist re-intubated the patient with a new cuff without issue.

Manufacturer narrative:
(B)(4). Uf/importer report# (B)(4).

Event description:
Medwatch complaint received: anesthesia noted that the cuff on the et tube used was not holding pressure. The anesthesiologist re-intubated the patient with a new cuff without issue.